Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right atrial (ra) lead exhibited high thresholds in multiple locations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.